Manufacturer narrative:
(B)(4). Field service representative was on site to repair the unit. At this time, root cause has not been determined yet because investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that 3100a vent is having issues with the frequency not going up to 15.3, the highest it will go is 14.2. At this time there was no information of patient involvement reported from this event.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite replaced dpm (diesel particulate matter and preformed 7year pm (preventive maintenance). The potentiometer was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.